Event description:
Updates on event description: event occurred in the middle of a functional endoscopic sinus surgery (fess). Another diego console machine was brought in, all new disposables and another non-disposable diego handpiece was attached and seemed to work with no issues for the remaining portion of the case. The surgery was delayed multiple times during the process trying to change handpieces, waiting for other handpieces and supplies, etc. However surgery was able to be completed successfully without patient injury or harm. Serial numbers used to complete the procedure was not provided.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), customer response and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As the device was not returned to the OEM(original equipment manufacturer) for evaluation, a conclusive root cause could not be determined. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation, however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the console device was found overheating, the handpiece was observed heating up, causing the burrs, blades of the device to start falling apart. No further details provided regarding the event. No patient harm, or injury reported. No user harm reported. This event reported is related to reports with patient identifier: (B)(6).